Manufacturer narrative:
Patient weight is unknown date of event: unknown. Additional product code: hwc (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: september 30, 2013. Expiration date: august 31, 2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The event as per complaint description cannot be associated with the sterility process of the product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported a patient presented with a left intertrochanteric fracture on (B)(6) 2014. The patient underwent open reduction and internal fixation (orif) of left trochanteric fixation nail (tfn) and helical blade on (B)(6) 2014. Patient reported pain over the helical blade implant area on (B)(6) 2015 and was returned to surgery on (B)(6) 2015 where the helical blade was removed and replaced with another helical blade. Patient returned on(B)(6) 2016 reporting pain in the left knee. Surgeon established a non-union at the base of the femoral neck intertrochanteric fracture and noted the nail was broken where it intersects with the helical blade. Patient was again returned to surgery on (B)(6) 2016 where all hardware of the left femur was removed. Procedure was completed successfully with no delay and no harm to patient. Patient was revised to hemiarthroplasty on (B)(6) 2016. This report is for the revision of broken tfn that took place on (B)(6) 2016. The exchange of helical blade that occurred on (B)(6) 2015 is addressed in linked (B)(4). Concomitant part: tfna helical blade (part 04.038.305s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).